Event description:
It was reported that the left ventricular lead exhibited loss of capture. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.